Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6)) found the recharge board was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the cord was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that they received a call from the nursing home saying that the recharger was not working, the ins was off and the vitals were dropping. The caller was not sure when how long dbs had been off. The nursing home representative was not sure how to work the equipment. Pss spoke to them, and the patient said that the recharger did not seem to be working and affecting the patient on friday, may 19th (think they could charge last friday but were unsure). During troubleshooting, it was found that the patient programmer was showing a "poor communication screen", and the recharger had been plugged in but described seeing a "charge recharger' screen. When the recharger was plugged in, the caller described seeing the same screen and then showed "repositioned antenna screen." The caller said the desktop charger dtc connector pin jiggles when plugged into the recharger. The caller noted the port of the recharger looked worn. Pss emailed repair to replace dtc and the recharger. Additional information received from the consumer reported the patient was ¿getting bad¿ because they went without charging for four days.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 37651 serial# (B)(6) product type recharger product ID 37642 serial# (B)(6) product type programmer, patient h3: analysis of the desktop charger (serial# (B)(6)) found a frayed cord. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that they received a call from the nursing home saying that the recharger was not working, the ins was off, and the vitals were dropping. The caller was not sure when how long dbs had been off. The nursing home representative was not sure how to work the equipment. Pss spoke to them, and the patient said that the recharger did not seem to be working and affecting the patient on friday, (B)(6)2023 (the caller thought they could charge that day but were unsure). During troubleshooting, it was found that the patient programmer (pp) was showing a "poor communication screen," and the recharger had been plugged in but described seeing a "charge recharger' screen. When the recharger was plugged in, the caller described seeing the same screen and then showed "repositioned antenna screen." The caller said the desktop charger (dtc) connector pin jiggles when plugged into the recharger. The caller noted the port of the recharger looked worn. Patient services emailed repair to replace the dtc and the r echarger. Additional information received from the consumer a day after on (B)(6)2023 reported the patient was ¿getting bad¿ because they went without charging for four days.